Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, approximately 9 months tavr procedure with a 26mm sapien 3 ultra valve, the valve presented leaflet thickening and reduced leaflet motion, with no movement observed in the non-coronary cusp, right coronary cusp, and minimal movement in the left coronary cusp with an eoa of 0.5 cm2. The implanting hospital discharged the patient, instructing the patient to consult with a local physician for anticoagulation therapy. However, the hospital did not provide anticoagulant medication to cover the period between discharge and the scheduled appointment. The appointment was set 4 days later, but the patient passed away the day before attending the consultation. The patient experienced syncope and was hospitalized. During the next episode of physical exertion, the patient became asystole, and resuscitation efforts were unsuccessful.

Manufacturer narrative:
Correction to e1.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and evaluated by an edwards clinical specialist. The valve presented with severe aortic valve stenosis showed in index echocardiogram with an aortic valve mean peak gradient of 51.71 mmhg, and a high calcium score. The procedure went well, and the aortic valve mean gradient of 9.07 mmhg after valve implantation. Approximately 9 months post-implantation, the valve exhibited signs of halt (hypo-attenuated leaflet thickening) and rlm (reduced leaflet motion) on the right coronary cusp, left coronary cusp, and non-coronary cusp and tee showed ava 0.472cm2 consistent with severe aortic valve stenosis. The reported event for leaflet thickened, leaflet motion restricted-in patient, and stenosis were confirmed based on the review of the provided imagery. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was instructed to consult their local physician for anticoagulation therapy, however, the hospital did not provide anticoagulant medication to cover the period between discharge and the scheduled appointment. The appointment was set 4 days later, but the patient passed away on that day before attending the consultation. Which suspected that the patient was potentially to have thrombosis resulting in thickened leaflet. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (thrombosis) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Since the patient was experiencing the thickened leaflet, which could affect the coaptation valve leaflets, resulting in leaflet motion restricted. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.